Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as a restoration modular calcar body 21+20. It was noted that no further information would be provided due to hospital policy.

Event description:
It was reported that the patient was revised for instability in the right hip. The cup,mdm head, liner and proximal body were removed.